Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician failed to deliver a cypher stent and upon removal, the stent struts were noted uplifted. The approach for the procedure was radial. The target lesion was the atrioventricular branch. The lesion was reported to be: de novo, heavily calcified, very tortuous, and a 90% stenosis. The physician inserted the cypher select plus 2.5 x 13 mm balloon catheter to the intended target lesion via direct stenting but he experienced difficulty accessing the lesion/tracking difficulty. The physician made several unsuccessful attempts. The (B)(6) IFU warns that prior to stent placements, make certain to carry out pre-dilatation of the lesion. Additionally, it indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The device was then removed from the patient and upon inspection the distal edge of the stent was noted to be flared/uplifted. A xience 2.5 x 12 mm stent was used to complete the procedure successfully. The xience stent was post-dilated with a powered lacrosse balloon catheter. There was no reported patient injury. The product was inspected prior to use with no anomalies noted. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to the tracking difficulty experienced. The uplifted struts may be attributed to the operator's attempt to cross a highly calcified and tortuous lesion. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to the tracking difficulty resulting in uplifted stent struts.

Manufacturer narrative:
Gw: runthrough; gc: heartrail; bc: powered lacrosse; stent: xience 2.5/12mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician delivered the cypher select plus 2.5 x 13 mm balloon catheter to the intended target lesion via direct stenting but he experienced difficulty accessing the lesion/tracking difficulty. The physician made several unsuccessful attempts. The device was then removed from the patient and upon inspection the distal edge of the stent was noted to be flared/uplifted. A xience 2.5 x 12 mm stent was used to complete the procedure successfully. The xience stent was post-dilated with a powered lacrosse balloon catheter. There was no reported patient injury. The product was inspected prior to use with no anomalies noted. The approach for the procedure was radial. The target lesion was the atrioventricular branch. The lesion was reported to be: de novo, heavily calcified, very tortuous, and a 90% stenosis.